Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the maxzero valve disconnected from the IV tubing on a patient in msicu. Blood was leaking back from the patient onto the bed. There was no report of patient harm.